Event description:
An optometrist reported a case of bilateral persistent dry eye, observed four months post lasik treatment. Reporter indicated the issue was now well controlled with permanent punctal plugs and artificial tears. Pt noted as happy with dry eye treatment, using artificial tears rarely since insertion of punctal plugs. There are two related reports for this pt. This report addresses the pt's left eye and another MFR report will be field for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).